Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds and loss of capture, it was then found to be dislodged. This lead was successfully repositioned and remains in service. No additional adverse patient effects.

Manufacturer narrative:
Product is not returned as it is still in service. Patient code 3191 captures the reportable event of surgery.